Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova learned that the engineer of the hospital replaced the motor control board, the motor amplifier board and the pump head but the problem was still present. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a on a roller pump used on a s5 system was displayed a motor control failure error message during procedure. There was no report of patient injury.